Manufacturer narrative:
Continuation of concomitant products: a2dr01 ipg implanted (B)(6) 2018.

Event description:
It was reported that the patient experienced syncopal episodes. The right atrial (ra) lead had fracture, exhibited high, undefined impedance, noise and oversensing. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.